Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the cortical drilling, measurement and screw placement was performed. At the time of screwing the 2.0mm cortical screw to the plate, and only missing the head to be adjusted, the screw broke leaving the screw stem in the cortical space and the head of the screw in the surgeon's hand. An x-ray was taken, the position of the screw was verified and the surgeon determines that there was no risk to the patient and that when the system is removed the excess of the screw can be remove. Antibiotics were given to the patient to avoid any risk, the procedure was complete without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. No relevant clinical information has been provided; therefore, a thorough medical investigation could not be rendered nor could the clinical root cause of the reported breakage be determined. According to the report, an x-ray was taken (not provided), the position of the screw was verified. Per the surgeon, ¿it has been determined there were no risk to the patient and that when the system is removed the excess of the screw can be remove.¿ the retained piece of the screw stem is implantable, so biocompatibility is not an issue. Since the broken screw stem was retained in the cortical space and the head of the screw, micro-motion/migration is unlikely. It was reported, the surgeon ordered antibiotics for the patient to avoid any risk to the patient. The intake form was reviewed and it did not aid in the investigation. Based on the information provided, the procedure was completed without significant delays and the patient was not harmed beyond the reported problem. Should any additional relevant clinical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured, rendering the device inoperative. The rest of the fractured component was not returned. The clinical/medical evaluation concluded that no relevant clinical information has been provided; therefore, a thorough medical investigation could not be rendered nor could the clinical root cause of the reported breakage be determined. According to the report, an x-ray was taken (not provided), the position of the screw was verified. Per the surgeon, ¿it has been determined there were no risk to the patient and that when the system is removed the excess of the screw can be remove.¿ the retained piece of the screw stem is implantable, so biocompatibility is not an issue. Since the broken screw stem was retained in the cortical space and the head of the screw, micro-motion/migration is unlikely. It was reported, the surgeon ordered antibiotics for the patient to avoid any risk to the patient. The intake form was reviewed and it did not aid in the investigation. Based on the information provided, the procedure was completed without significant delays and the patient was not harmed beyond the reported problem. Should any additional relevant clinical information be provided, this case would be re-assessed. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device broke and the remaining piece was left inside the patient. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant, surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.